Event description:
It was reported that customer accidentally delivered 8 units of insulin instead of intended smaller dose while using pump for insulin therapy and went to emergency room to prevent low blood glucose, where arrival blood glucose was about 130 mg/dl with active insulin present. Customer treated episode with glucagon injection before arriving, received intravenous glucose in ER, and was discharged later that night without permanent injury, while technical support performed system check and confirmed pump and supplies were functioning as intended and would not be returned.